Event description:
Post cardioversion anterior chest noted to have small burn marks around borders of defib pads. Md stated he heard an "arc" sound at site of burn. Topical cream applied, pt has no complaints of pain.